Event description:
It was reported that the patient experienced a loss of therapeutic effect. An adaptor was used during the patient's last device change out in 2010, and the patient had not experienced the same good therapy following the replacement. Reprogramming was attempted and did not resolve the issue. Impedance measurements were in range. The patient also saw an elective replacement indicator. The patient was not receiving effective stimulation therapy, and had not received effective therapy for a number of months. A surgical intervention had been discussed, but was not scheduled. Additional information received from the hcp reported that the cause of the event was a lead fracture, leading to high impedances. The stimulation was not working. The patient did not require hospitalization, and there was no patient injury. The hcp reported that the explant date was to be determined.

Manufacturer narrative:
Lead model 3888-28, lot # l75509, implanted: unk, explanted: unk; extension model 7495-25, serial # (B)(4), implanted: (B)(6) 2000, explanted: unk; adaptor model 74001, lot # n243177, implanted: unk, explanted: unk; programmer model 37743, serial # (B)(4).

Event description:
Additional information received reported that the patient had not had use of her stimulator for the previous six months. The implantable neurostimulator battery was depleted and needed to be replaced. The patient had been told that testing showed the depletion might have been due to fluid in the connection. The patient was looking into a replacement, but her insurance would only cover the surgery and would not cover the cost of a new device.

Manufacturer narrative:
.